Event description:
Philips received a complaint on vue pacs diagnostic indicating that after upgrading the system from 12.2.8.570 to 12.2.8.600 the customer experienced bookmarks returning incorrect and inaccurate results.

Manufacturer narrative:
On 15-oct-2025, the customer reported an issue related to the device vue pacs diagnostic software version -12.2.8.600 which occurred outside united states and its jurisdiction. The vue pacs diagnostic s/w version 12.2.8.600 and similar devices were never installed in USA. The deployment was performed only in three sites outside USA and its jurisdictions. Philips received a complaint on vue pacs diagnostic indicating that after upgrading the system from 12.2.8.570 to 12.2.8.600 the customer experienced measurement issues in the pacs and saved as bookmark which is resulting in incorrect and inaccurate results. Philips investigation revealed that 2d bookmarks created prior to version 12.2.8.600 and accessed through the system after upgrading to version 12.2.8.600 do not preserve the original measurement specified by the user upon subsequent access. The measurement graphic location (on the same image), size and values, as well as its representative bookmark might be changed. Upon closing the study, the updated bookmark graphic data is saved to the database, potentially affecting subsequent analyses. Hence this is a result in a design error in the system. As a workaround the bookmark functionality was disabled. The fix for the identified bug is available in version 12.2.8.610 and it will be released to the impacted customer with field safety corrective action (fsca). This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. Based on risk evaluation, if this event were to recur it could cause serious injury or death. Therefore, based on the available information this complaint is considered a reportable event.